Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets during pulse delivery) was isolated to defective t2 component. The root cause for the cracked t2 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor resets during pulse delivery